Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-ipg-r-MRI upn: m365sc12160. Model: sc-1216. Serial: (B)(6). Batch: 568813. Product family: scs-linear leads upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7128123.

Event description:
It was reported that the patient had an infection and abscess at the midline incision. Patient symptoms were pain, nausea, and yellow discharge. Infection was not device nor procedure related. Antibiotics were prescribed. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. All explanted device components will not be returned.